Event description:
It was reported that plunger error occurred with a syringe 5ml ls 22x1-1/4. The following information was provided by the initial reporter, "1ea 5ml syringe with needle, the end of plunger rod was broken."

Manufacturer narrative:
H.6. Investigation summary: bd has not been provided with photos or samples for catalog 30774319 lot 1806256 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. The material used to manufacture emerald syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100% the syringes, rejecting automatically the syringes with broken parts like the plunger rod. Based on this fact, bd believes that the syringe tip could break because of the strong conditions during use of the product. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time. A review of the device history record revealed no irregularities during the manufacture of the reported lot. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that plunger error occurred with a syringe 5ml ls 22x1-1/4. The following information was provided by the initial reporter, "1ea 5ml syringe with needle, the end of plunger rod was broken."